Manufacturer narrative:
A partial lead with the connector end measuring 3.4 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient expired. The primary cause of death was acute myocardial infarction. The secondary causes of death were acute on chronic systolic congestive heart failure and coronary artery disease. There is no known allegation from a health professional that suggests the death was related to the device.